Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it appears the patient experienced hernia recurrence and infection. Recurrence is listed as known adverse reaction in the instructions-for-use. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for repair of an incisional hernia. A ventralex st patch was implanted to repair the hernia defect. On (B)(6) 2014 - the patient underwent an additional surgery to repair recurrent hernia after the ventralex st allegedly failed and to remove the ventralex st, which was infected. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for repair of an incisional hernia. A ventralex st patch was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent an additional surgery to repair recurrent hernia after the ventralex st allegedly failed and to remove the ventralex st, which was infected. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incarcerated incisional hernia and underwent open repair with implant of ventralex st mesh. Per operative notes "the hernia sac along with a segment of omentum was excised. A ventralex st mesh was placed in the abdominal cavity and sutured". (B)(6) 2014 - patient was diagnosed with incisional hernia and underwent open repair with the removal of infected ventralex st mesh. Per operative notes "subcutaneous tissue was divided down the area of infection and the mesh was seen at the base of the infection. The incision was enlarged and the entire segment of mesh was completely removed". Attorney alleges that the patient had hernia recurrence, infection, pain, inability to socialize and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it appears the patient experienced hernia recurrence and infection. Recurrence is listed as known adverse reaction in the instructions-for-use. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, no conclusions can be made. The instructions-for-use supplied with the device lists infection as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI no.), e3, g1, g3, g6, h2, h3, h6, h7, h10, h11 corrected field: h4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.